Manufacturer narrative:
Lot number - the devices in this report had the following lot numbers: 17j040, 18e019. For the 2 reported events, the devices was received for evaluation. The returned devices are labeled for single use. Visual inspection of the first device revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the first device. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The evaluation for the second device is still in progress. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladder of two small volume folfusors ruptured while being filled. For 1 of the 2 events, the rupture led to the red coil cap separating from the device's housing. Both of the events did not involve a patient. No additional information is available.

Manufacturer narrative:
Visual inspection of the second device revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the second device. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.